Manufacturer narrative:
Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device/lead passed all testing completed. Device technical analysis: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was explanted and replaced with another boston scientific (bsc) device. No additional adverse patient effects were reported. The device is expected to be returned for evaluation. The bsc local area representative was contacted for return product details. No information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was explanted and replaced with another boston scientific (bsc) device. No additional adverse patient effects were reported. The device is expected to be returned for evaluation. The bsc local area representative was contacted for return product details. No information is available at this time. This investigation will be updated should further information be provided.